Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Since the reported precision xceed meter exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan, therefore, no further investigation activities are required. Dhrs (device history review) for precision test strips were reviewed and the dhrs showed the precision test strips passed all tests prior to release. Unable to perform retain testing as the reported precision strips are expired. A tripped trend review was completed for the reported complaint and precision xceed meter, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.section d-4 ( strip lot number) has been updated.

Event description:
The customer reported his adc blood glucose meter displayed an ¿e-6¿ error message. The customer further reported that due to the error message, he could not test, and he experienced symptoms described as ¿dizziness, cold sweat, and vomiting¿ and indicated that he was incapable of self-treating. The customer presented to an emergency department where he was diagnosed with hyperglycemia and treated with unspecified medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported his adc blood glucose meter displayed an ¿e-6¿ error message. The customer further reported that due to the error message, he could not test, and he experienced symptoms described as ¿dizziness, cold sweat, and vomiting¿ and indicated that he was incapable of self-treating. The customer presented to an emergency department where he was diagnosed with hyperglycemia and treated with unspecified medication. There was no report of death or permanent impairment associated with this event.